Manufacturer narrative:
Based on supplied information, the instrument has been serviced several times. The flow cell and radio frequency (rf) box have been changed and cleaned. The measure pumps volumes have been checked, and volume conductivity scatter (vcs) optimization has been completed along with sensor change. Further information is required from the customer to investigate the incident further.

Event description:
A customer reported to beckman coulter (bec) having an issue with separation between monocytes and neutrophils on their coulter lh 780 hematology analyzer differential reporting. The customer reported having received high neutrophils and low monocytes results. The actual results were not supplied by the customer. It is unknown if the erroneous results were reported out of the laboratory. There is no information if the analyzer generated any messages or flags in connection to this event. Additional information has been requested; however, it has not been received to date. It is unknown if patient treatment was affected in connection to this incident.